Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted.

Event description:
As reported: "when using the variax locking screw, the plate and screw did not lock." Additionally reported: "only one hole in the plate could not be locked. The procedure ended without inserting a screw into the hole."